Event description:
It was reported by the affiliate that (1) h2tuv was used during a lap cholecystectomy procedure. It was reported by the affiliate that the device became very hot. Another device was used to complete the case. There was no pt adverse outcome.